Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due, to an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. Customer addressed bg level via manual dose injection. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.